Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shutdown unexpectedly and that a power source alert occurred. During troubleshooting with tandem technical support, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customers blood glucose level was 314 mg/dl.